Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 6-7, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed fluid inside the device's bladder which suggested possible no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty and failed to infuse the drug during patient infusion. The device was filled with 2800 mg fluorouracil in 115 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.